Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735585, version #: 3.1.5. H3) the software analysis concluded that there was no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. The case was reviewed. Based on the information provided, this issue appeared to be due to the needle not aligning with the planned trajectory. As per the case details, unlocking and relocking the trajectory resolved the issue. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the biopsy needle could not be tracked while in surgery. The site was using navigus set up. The manufacturer representative (rep) ensured the biopsy needle was listed in the instruments tab and included in the procedure, unlocked and relocked the trajectory, confirmed no hands were on the navigus probe before locking before calling in. Troubleshooting was performed. The rep ensured the sterile field was in sight of the camera, unlocked trajectory, checked trajectory alignment error, and relocked trajectory. The site was subsequently able to track the biopsy needle, and it was noted that the needle was flickering in/out, and was advised to keep the needle as straight as possible. The issue was resolved during the call. It was unknown if there was a surgical delay and if there was patient impact. Additional information was received. It was reported that there was a less than one hour delay and no impact on patient outcome.